Manufacturer narrative:
Results: the dilator was damaged on the distal tip. There was no visible damage to the neuron max 6f 088 long sheath (neuron max). Conclusions: evaluation of the returned device confirmed the distal tip of the dilator was damaged. The root cause of this complaint could not be determined. Neuron max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed a crack at the distal end of the dilator that came packaged with the neuron max 6f 088 long sheath (neuron max). The cracked dilator of the neuron max was found prior to use and therefore, the neuron max was not used for the procedure. The procedure continued using a new neuron max.